Event description:
It was reported that upon insertion of the biopsy needle during the third biopsy pass of a clavicle bone biopsy procedure, the needle tip broke off and stuck inside the bone, flush to the cortical surface. A fragment of 3 mm remained in the patient's clavicle. No handle was used during the procedure. The procedure was terminated once it broke. The patient was notified and the needle tip was not removed since the removal of the fragment might do more harm than good.

Manufacturer narrative:
The investigation is currently underway.